Event description:
It was reported to nova biomedical that a consumer called into the customer support because she felt light headed and confused. The consumer reported that she has been getting high results and her physician had recently changed her medication based on her high results. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer was using expired test strip, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips will not be returned back for evaluation. Consumer declined to respond to nova's follow-up phone calls.